Event description:
Various cataract lens packaging font size makes it very possible for a significant error to occur with patients. In this case, the crystalens ao lens requested was a size 28.50 b . The package was actually a 26.50 but because of the tiny font size on both the package itself and the bottom end of the package, the readers thought the size was the requested size. It would seem that font size should be of a pre-determined size (i.e., 12-point font) to allow for accurate visualization of the product, especially when the product packaging itself is of adequate size (box) to accommodate the lettering size. See scanned page.